Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was no airflow and device had service required message. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was no airflow and device had service required message. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed using a known good power supply and power cord, pil was able to confirm the device powers on, but reboots when therapy is initiated. During review of the error logs, it was determined the device was likely reset. There was a total of 16 errors logged. During the investigation, pil observed a dust-like contaminant on the ui display bezel, top enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, heater plate, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits was observed on the center enclosure, iso port, heater plate, and bottom enclosure. The ui display bezel, ui ribbon cable, and iso port were observed to have what appeared to be burn markings on them, likely due to a thermal event on the pca. The q3 component on the pca was observed to have thermal damage and the pca was observed to have corrosion on it, both likely due to liquid ingress. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. In box d: device available for eval? And date returned to mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.